Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Electrical continuity was tested and passed. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument was connected to the e-100 generator and was tested for energy delivery. The e-100 generator did not turn off during in-house testing and no intermittent sealing was observed. The go/no-go electrode gap shim test was unable to be performed at this time. The grip force test was performed and passed within the passing range of 3.28 lbs. To 7.97 lbs. Visual inspection was performed and no damage was found. A review of remotefe logs showed no failures. Additional observations not reported by site were identified: the synchroseal instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. The root cause of this failure is attributed to a component failure. The instrument was found to have a dislodged jaw cover. The jaw cover was not returned with the instrument. The root cause of this failure is attributed to mishandling/misuse. This complaint is reportable malfunction event due to the following conclusion: the synchroseal instrument was found to have a dislodged jaw cover. Failure analysis acknowledges that a part was detached from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication-isolated surgical procedure, the e-100 powered off three times while firing the synchroseal instrument. Prior to calling technical support, the customer restarted the e-100. It initialized properly, but the issue reoccurred two more times. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and detected error 25902 pointing to an electrosurgical unit (esu) communication warning. There was no arcing, the surgeon grabbed consistent pieces of tissue, and there was not a lot of liquid during firing. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred twice and both instruments were already sent to intuitive.

Manufacturer narrative:
Advanced failure analysis (afa) investigation was completed on 10-may-2023 and the following information was obtained: this synchroseal instrument was transferred to the engineering team for further investigation and additional analysis was performed on the instrument by an advanced failure analysis engineer (afae). The initial failure analysis finding of "could not verify the customer reported complaint" was confirmed. The instrument passed all of the referenced tests and no functional failures were observed. A review of the related RMA (300530240090) for the e-100 generator show that the failure wasn't replicated when the fru was brought in for fa. Investigation notes from this fa mention that the e-100 under question passed all tests without any issues. A review of the e-100 generator logs shows qty 134 transect events, out of which 5 showed a 'cut electrodes shorted' error (likely related to the thermal damage observed) and 3 showed 'high initial starting impedance', both of which seem unlikely to be related to the customer complaint. Qty 64 seal events were completed of which only one had 'high initial starting impedance' error. Qty 1 coagulation event was completed without any error. Msc logs for the system shows an error 25902 that mentions "esu communication warning with nest (internal name for e-100)" but that doesn¿t necessarily indicate anything wrong with the e-100 generator. There is no conclusive evidence pointing to a malfunction of either e-100 or the synchroseal instrument, based on log reviews and two separate failure analyses.

Event description:
Refer to h10/h11 for follow-up information.